Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. Material puncture/hole was noted was in the photo review. Therefore, the investigation is confirmed for the reported material perforation and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Post the procedure, the patient developed swelling and serous effusion around the port pocket and insertion site. An ultrasound examination ruled out thrombosis and protein sheath formation. Reportedly, a comprehensive assessment indicated catheter leakage. Upon opening the port pocket, a perforation with serous effusion was observed in the middle section of the catheter. Further, the port was removed and a replacement kit was used to complete the procedure. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Post the procedure, the patient developed swelling and serous effusion around the port pocket and insertion site. An ultrasound examination ruled out thrombosis and protein sheath formation. Reportedly, a comprehensive assessment indicated catheter leakage. Upon opening the port pocket, a perforation with serous effusion was observed in the middle section of the catheter. Further, the port was removed and a replacement kit was used to complete the procedure. The current status of the patient was unknown.